Event description:
It was reported that an ilet user experienced recurrent low glucose, paused therapy for lows, and frequently overtreated with unmeasured oral carbohydrates, which led to consistent rebound hyperglycemia. The issue reflects an incorrect treatment procedure and not a specific device component. Symptoms included hypoglycemia and subsequent hyperglycemia ranging from 59 mg/dl to 382 mg/dl. Outcomes included insufficient information to characterize longer-term impact as the user abruptly ended the call and did not answer callback. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.